Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 6 months. The lvad was explanted from the patient after transplant however will not be returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a heart transplant on (B)(6) 2016. The patient was upgraded on the transplant list due to gastrointestinal bleeding (gi). The onset of the bleed was (B)(6) 2016 and the source of bleeding was confirmed in the distal jejunum and proximal ileum. The patients pump was explanted however will not be returned. No additional information was provided.